Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. It was reported that the all buttons had frequently no or intermittent response by button press and that the insulin pump's block mode was not active. The max bolus/basal was not set to 0.0. It was also reported that the battery was changed but the buttons were still unresponsive. The alarmed occurred during normal use. There was no indication of the issue being resolved during the call. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on the printed circuit board was locked properly during visual inspection. Pump passed the leak test. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.